Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 44.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.1-12.6cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 19.9-20.0cm, 21.2-21.3cm, 21.5-21.6cm, 21.5-21.6cm, 22.7-22.8cm, and 22.9-23.0cm from the distal tip breaching various lumen. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.